Manufacturer narrative:
The kit was returned for analysis. Review of the returned kit components confirmed the return bag outlet tubing line was no longer attached to its port on the 5-way connector inside the pump tubing organizer (pto). The investigation determined there was a trend for this failure mode associated with kit lot d342. The analysis determined the root cause of the tubing bond failure was manufacturing error that led to a weaker than normal chemical bond at the failure point. Corrective and preventive actions have been initiated to address the issue. A field action was initiated for this issue. A "medical device recall" letter, was sent to all customers in receipt of the affected kit lot number and the acting recall coordinator at the FDA ((B)(4)) was notified of the issue via a field action report on 5-january-2016. (B)(4).

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d342 was performed. There were no nonconformances related to this complaint. This lot met release requirements. The uvadex lot number was not provided, as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, pto leak. No trends were detected. Analysis of the returned kit is still in progress at the time of this report. A supplemental report will be filed when this analysis is complete. (B)(4).

Event description:
Customer called to report she noted a pto leak at 1518ml processed at conclusion of buffy coat collection. Customer aborted the treatment and performed manual return of blood to the patient. The customer started the patient on another treatment on a new kit. Patient was reported to be stable. The customer returned the kit for investigation.